Event description:
It was reported to philips that moving the veradius mobile system was difficult and felt to the user as if the brakes were not disengaging. The user, a radiographer, alleged a shoulder injury due to straining. The system was in clinical use at the time of the incident. At the time of this report, philips does not have enough detailed information related to the reported event to assess if this is a minor versus serious injury. A follow up report will be submitted when further information is received from the good faith attempt to obtain additional information.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected during the investigation, while attempting to move the system during a procedure the radiographer sustained a strain injury to their left shoulder muscles. They then repositioned themselves in order to gain better access to move the system without compromising the sterile field, and an additional person assisted with the movement of the system allowing the procedure to continue. The injury to the radiographer was not considered a serious injury and treatment consisted of rest and analgesia. The symptoms settled within 48 hours. A philips field service engineer (fse) went onsite and confirmed that there was no issue with the c-arm brakes. The fse tested all movements and was not able to confirm any discernible tension on any movement axis. The fse cleaned all the c-arc rails and identified that there was some dirt/debris present on the c-arc slide rails, however this is expected with normal use. The fse inspected all c-arc bearings, the drive chain and the castors and was unable to identify anything damaged or non-conforming. After cleaning the rails, the fse re-tested movement in all directions and confirmed the system was working as intended. The fse instructed the customer about the proper handling techniques as poor positioning of the user could have contributed to the injury. The codes were updated based on the investigation outcome. Patient outcome code and health impact code was corrected.